Event description:
The reporter stated that she had an er1 message a long time ago. She doesn't remember details, except that she did not check the confirmation dot on the back of the strip. No allegation of harm or medical intervention noted.